Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two years prior, the patient experienced some episodes of collapse after walking through security doors. It was noted there was "nothing untoward on interrogation" after the episode. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.